Manufacturer narrative:
The complaint device was received and evaluated. Visual observation shows signs of activation due to presence of tissue debris on the active tip. There was no damage to the insulation coating on the electrode shaft. The electrode was connected to a vapr vue generator, set to maximum power for ablation and coagulation modes and activated in saline successfully indicating the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. No device related failure was noted. The p90 electrode is a suction electrode and has suction tubing attached to it that requires attaching to waste collection device. The suction tube allows for the outflow of hot saline or irrigation fluid, hot enough to burn. The most likely root cause for the patient¿s burns is that either hot fluid exited the suction tubing and dripped onto the patient¿s skin, or there was insufficient fluid management and very hot fluid exited the portal and burned the patient. No further information regarding the set up or procedure was provided to determine if the above mentioned causes contributed to the event. Therefore, a root cause for the reported patient burn cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the low occurrence rate for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: ¿after having used the electrode during a classic acromioplasty procedure, the surgeon noticed that the patient skin was burned on multiple locations around the shoulder¿. They are also reporting no potential adverse event and no problems outcome. There are questions out to the affiliate for further information and detail.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy (B)(4) however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our affiliate is reporting the following to us: ¿after having used the electrode during a classic acromioplasty procedure, the surgeon noticed that the patient skin was burned on multiple locations around the shoulder¿. They are also reporting no potential adverse event and no problems outcome. There are questions out to the affiliate for further information and detail